Manufacturer narrative:
(B)(4). This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." No product was returned to assist in this investigation. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument such as the catheter. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Without the complaint device a root cause cannot be determined. It should be noted that the patient was scheduled for surgery for removal of calcification and as stated in the event description, an attempt will be made at that time to remove the wire fragment, which still remains within the patient. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.

Event description:
A drain was being placed with a ureteral stent. Access was gained to the kidney with the aprima. While manipulating the wire, the wire became unraveled in the kidney. The wire had to be withdrawn. Part of the wire is still in the kidney and poking out of the skin. The patient was going to have surgery already to remove calcification. They will attempt to remove the wire during the procedure.